Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a patient with polycystic kidney disease, hypertension, and end-stage renal failure. They commenced a 4-hour routine dialysis via the left tunellled line; initially, both lumens were sticky and flushed with a heparin sodium flushing solution with no effect. The line was reversed due to poor flow from the arterial lumen, but dialysis was discontinued after an hour due to high arterial pressure. The line was locked with touralock/urokinase for an hour. They recommenced hd (hemodialysis) in ward 404 from 1615 to 2015 after the previous situation of machine alarms and lines not working. Standard cleaning of dialysis catheters was with green clinell device wipes, 2% chlorhexidine, 70% alcohol, and bd chloraprep on dressing change days. Tego was not utilized. There was no luer adapter issue. Nothing unusual was observed on the device prior to use. No other defects or damage were found on the product. No other products were being utilized with the device. There was no leak. Lines remained sticky; they were reversed after flushing with 20 ml (milliliters) of nacl (sodium chloride) and using hepsal flush, and after this, the lines worked (pre and post taken). When removing the patient from the machine as requested by senior nurses, they flushed with a further 20 ml of nacl (0.9% each lumen) and overlocked with 2.2 ml of urokinase. The line was replaced with the same product ID (identifier) and lot. They were able to complete treatment after a new line was inserted. There was no blood loss. A blood transfusion was not required due to the event. There was no reported patient outcome.